Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina, thrombosis, and ventricular fibrillation, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The additional xience xpedition referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure on (B)(6) 2014 was to treat a lesion in the totally occluded proximal left main coronary artery. On (B)(6) 2014, the patient was admitted to a small hospital for chest pain. The patient failed to take his prescribed brilinta medication the night before. The patient was then treated with sublingual nitroglycerin however; the patient's chest pain was not relieved by the medication. An EKG was performed and it showed that the patient had more prominent st segment depression and experienced ventricular fibrillation. The patient was then transferred by life flight to memorial hospital and was directly admitted to the cath lab. An angiogram revealed that in left main proximal coronary artery thrombosis of the previously implanted stent occurred and the vessel was totally occluded. The edged of previously implanted stent showed copious amounts of thrombus. A 3.5 x 12 mm xience xpedition was used to treat the distal edge of the thrombus. A another 3.0 x 38 mm xience xpedition was placed at the proximal edge of the previously implanted stent to treat the thrombus. During deployment of the 3.0 x 38 mm xience xpedition a very small edge dissection occurred and, a another unplanned 3.0 x 38 xience xpedition was used to cover the dissection. The patient was treated with angiomax, nitroglycerine, and amiodarone during the procedure. The patient recovered. The patient was then released and prescribed aspirin and brilinta. There was no adverse patient sequela and no clinically significant delay in the procedure reported. There was no additional information provided.